Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a missed meal reminder. Reportedly, the customer thought the reminder indicated that a bolus was being delivered without being requested, and the contact disconnected the customer from the pump and suspended insulin delivery. When the customer resumed using the pump, the customer reported a blood glucose (bg) level of 541 mg/dl, which was addressed with manual injections. Additionally, review of the pump data logbook confirmed that no unintentional boluses had been delivered. The contact was satisfied with the information provided.